Manufacturer narrative:
The investigation for the reported ventricle perforation issue has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed negative placement signal metrics (likely ventricular) between two placement signal spikes during insertion. "Impella position unknown" alarms triggered upon activating the pump, which resolved following the left ventricle (lv) repair. The root cause of the ventricle perforation was most likely improper positioning of the device during insertion.

Event description:
The user facility reported a 81-year-old male patient needing mechanical circulatory support. It was reported that the team placed the graft and when delivering the impella 5.5, the pump was pushed and perforated the left ventricle (lv) which was known to have "very soft" tissue. The lv was repaired and the impella 5.5 support continued.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve¿